Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the response buttons were non-functional. Upon evaluation, the rear response button cable was creased and the traces were cracked. The cause of the non-functional response buttons is the creased cable and damaged traces. The root cause of the creased cable and damaged traces cannot be positively identified. No adverse event resulted from the damaged response button cable.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.